Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15660. It was reported that the patient presented in the hospital with an unspecified infection at the implant site. The implantable cardioverter defibrillator, right ventricular lead and competitor right atrial lead were explanted. The system was replaced (B)(6) 2020. There were no patient consequences.